Event description:
It was reported that the cadd-solis pump delivered more than the programmed value. It was unknown when the event occurred. There was no reported patient involvement, and no patient harm or adverse events were reported.

Manufacturer narrative:
B3 - date of event: unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.